Manufacturer narrative:
It is unk when the vitamin k shot was administered in relation to when the lab draw was performed. Pt's with vitamin k intake can promote increased production of vitamin k clotting factors, decreasing the anticoagulant response. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter = 7.1, reference = 5.3, mean = 6.2. The mean of the inratio meter and comparative system inr were calculated. Product support was unable to calculate the confidence limits of the inratio meter and comparative system inr results. Both values are above (B)(4)and are not considered discrepant within the context of documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot # 310827 on (B)(4) 2013. Results as follows: (B)(4). Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than (B)(4), passing the precision criteria. No further investigation was required. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Pt was given medication to lower the inr result. It is not known if the medication was administered prior to testing on the reference method. Root cause could not be determined from the info provided by the customer. As reviewed on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot #310827 yielding a complaint rate of (B)(4). Due to this low occurrence rate, no further action is required at this time. Corrective action not required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013, inratio: 7.1, lab: 5.3. Time between testing was reported as less than 1 hr. Pt's therapeutic range is 3.0 - 3.5. It was reported the pt visited the hospital after obtaining the 7.1 inratio result. It was reported the pt was given vitamin k based on inratio result. The pt was not admitted to the hospital.